Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing diabetes supplies and eating, with a reported glucose up to 379 mg/dl, and later performed a manual blood glucose test reading 369 mg/dl; the user disclosed a self-administered 3-unit subcutaneous humalog injection prior to contacting support. Symptoms included elevated blood glucose. Outcomes included resumption of insulin therapy with subsequent improvement in glucose to 182 mg/dl and continued monitoring. Investigation included troubleshooting and education, including guidance to change the infusion site of a steel 6 mm contact/detach set, perform tubing fill, confirm insulin delivery, conduct a manual blood glucose test, and temporarily pause insulin therapy for two hours before resumption. Investigation of this case revealed hyperglycemia of unclear cause with contributing variables that included recent meal intake, recent supply change, and concurrent manual insulin dosing outside the system, with no device malfunction observed during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.